Event description:
It was reported that this right atrial (ra) lead was an attempted implant. During the procedure, there were high pacing thresholds, and the parameters were not as expected. As a result, the lead was repositioned, however, the physician performed more than 30 turns, as there were helix extension difficulties. The procedure was completed with another lead. No adverse patient effects were reported. This lead has not been returned.

Manufacturer narrative:
E1: initial reporter phone number is (B)(6); reported here as phone number exceeded character limit for designated field. This product investigation is still in progress. This report will be updated when product investigation is complete.